Event description:
It was observed that during set up / inspection for use of the inner sheath, for 26 fr. Outer sheath, the ceramic tip was chipped. There were no reports of patient involvement.

Manufacturer narrative:
The subject device was returned for device investigation. Based on the results of the investigation, it was found that the ceramic tip (insulation beak) was damaged during the service inspection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.